Event description:
The pt was undergoing a mitral valve repair procedure and a right ventricle perforation occurred. In a voice message, the attending surgeon stated that the incident occurred in association with placement of the neck catheters (endopulmonary vent or endocoronary sinus catheter) during preparation for surgery. The precise event leading to injury was not certain. The perforation was repaired and the case continued.